Manufacturer narrative:
After performed right hemicolectomy procedure, doctor removed his surgical gown and observed blood on the scrubs front area under his gown, near the abdominal area. Procedure was completed successfully. The doctor was not wearing the appropriate gown for the procedure when the reported event occurred. The doctor was wearing a level 2 gown and should have been wearing a level 4 gown to provide adequate barrier protection. The product labeling clearly identifies the level of barrier protection. Follow-up in-service where the user facility personnel were educated on the proper gowns to be worn during the various surgical procedures was conducted on may 22, 2017.

Event description:
The user facility reported that during a procedure, the doctor felt his scrubs were wet.